Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified the drive bay of the host pc showed no lights. The philips corrections associated with the pc issues was not implemented at the time of event occurrence. However, these corrections were later implemented, and the system was restored to proper working condition. After which, the system was returned to use in good working order.